Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was capped and replaced due to lead fracture. The patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving a patient notifier, upper out of range pacing lead impedance was observed on the pace/sense portion. Declined sensing amplitude and high threshold were observed. Lead capping was recommended. No further information is available.